Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement of 126 ohms. It was noted that beeper for out-of-range shock impedance measurements was not on. This rv lead remains in service, and will continue to be monitored at this time. No adverse patient effects were reported.